Event description:
On (B)(6) 2012, the pt underwent surgery with the t2 supracondylar long nail. After one week the surgeon confirmed x-ray that the condyle screw nut was loosing. The condyle screw nut came off of the condyle screw on (B)(6) 2012. The surgeon is monitoring the pt.

Manufacturer narrative:
The device remains implanted. If the device or additional info becomes available it will be reported on a supplemental report.